Event description:
It was reported that a motor stall occurred and recovered five minutes later. The motor stall was caused by the healthcare provider (hcp) using a magnet while preforming telemetry on the pump. There were no symptoms reported with the event.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician product ID 8731, serial# (B)(4),implanted: 2005-(B)(6), product type catheter. (B)(4).